Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a 'device malfunction' error code when interrogated during a follow-up that was intiated after the patient reported receiving two shocks on the previous day. During the replacement procedure it was found that the shocking portion of the endotak lead was shorted. The first attempted replacement device reported shorted shocking lead measurements and that device was returned to cpi for analysis. A new device and lead were successfully implanted.